Event description:
It was reported that patient had a hematoma several days post procedure which was evacuated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.